Manufacturer narrative:
(B)(4). G3: canada. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial surgery a surgeon stated they inserted the needle into the medial posterior meniscus of patient's knee, pushed forward the black deployment button, and then felt a clunk. They then pulled back the black button and withdrew the instrument from the meniscus. It was then noted that the tip of the metal needle inserter had fractured off. There was a 5 minute delay and the surgeon had to remove the anchor that had already deployed. No impact to the patient reported. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the device was returned with the sutures and both anchors still in the needle. The device was cycled one time and the tip of the needle has fractured. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.